Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump went into threshold suspend. Customer blood glucose was 140 mg/dl. Customer stated the issue occurred at night. Customer was unable to troubleshoot. Possible causes were explained to the customer. No further information reported.